Event description:
Initial reporter stated the 30 degree needle, included in the phaco pack, was identified as being bent. Another pack needed to be opened. Surgery was not delayed, there was no effect on pt.